Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, undersensing was observed on the device. Technical support was contacted, and the device was successfully reprogrammed. The patient was stable with no adverse consequences.